Event description:
Boston scientific received information that the shock impedance had been gradually increasing from approximately 100 ohms to a peak of 122 ohms. It was noted the shock impedance would go up and down approximately 100 ohms cyclically. No shocks had been delivered since implant. Technical services (ts) discussed troubleshooting options at that time. Additional information was received which reported that a (B)(4) joule shock was delivered to test this shocking system, which showed a shock impedance measurement of 98 ohms. Painless shock testing produced a shock impedance of 140 ohms. The device would be programmed to a shock impedance limit of 200 ohms. No additional adverse patient effects were reported. The device and lead remain in service.

Event description:
It was reported that the shock impedance of this implantable cardioverter defibrillator (ICD) had been gradually increasing from approximately 100 ohms to a peak of 122 ohms. It was noted the shock impedance would go up and down approximately 100 ohms cyclically. No shocks had been delivered since implant. Technical services (ts) discussed troubleshooting options at that time. Additional information was received which reported that a 41 joule shock was delivered to test this shocking system, which showed a shock impedance measurement of 98 ohms. Painless shock testing produced a shock impedance of 140 ohms. The ICD would be programmed to a shock impedance limit of 200 ohms. No additional adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the shock impedance of this implantable cardioverter defibrillator (ICD) had been gradually increasing from approximately 100 ohms to a peak of 122 ohms. It was noted the shock impedance would go up and down approximately 100 ohms cyclically. No shocks had been delivered since implant. Technical services (ts) discussed troubleshooting options at that time. Additional information was received which reported that a 41 joule shock was delivered to test this shocking system, which showed a shock impedance measurement of 98 ohms. Painless shock testing produced a shock impedance of 140 ohms. The ICD would be programmed to a shock impedance limit of 200 ohms. Additional information was received mentioning that the ICD has been recording a decrease in battery life. A battery analysis was completed, and it was determined that a premature battery depletion behavior was actually occurring. A replacement interval was calculated for this ICD. No additional adverse patient effects were reported. The ICD and lead remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the shock impedance of this implantable cardioverter defibrillator (ICD) had been gradually increasing from approximately 100 ohms to a peak of 122 ohms. It was noted the shock impedance would go up and down approximately 100 ohms cyclically. No shocks had been delivered since implant. Technical services (ts) discussed troubleshooting options at that time. Additional information was received which reported that a 41 joule shock was delivered to test this shocking system, which showed a shock impedance measurement of 98 ohms. Painless shock testing produced a shock impedance of 140 ohms. The ICD would be programmed to a shock impedance limit of 200 ohms. Additional information was received mentioning that the ICD has been recording a decrease in battery life. A battery analysis was completed, and it was determined that a premature battery depletion behavior was actually occurring. A replacement interval was calculated for this ICD. No additional adverse patient effects were reported. At this time the system was revised, and the implantable cardioverter defibrillator was explanted at a surgical intervention. The right ventricular lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator was analyzed, and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the shock impedance of this implantable cardioverter defibrillator (ICD) had been gradually increasing from approximately 100 ohms to a peak of 122 ohms. It was noted the shock impedance would go up and down approximately 100 ohms cyclically. No shocks had been delivered since implant. Technical services (ts) discussed troubleshooting options at that time. Additional information was received which reported that a 41 joule shock was delivered to test this shocking system, which showed a shock impedance measurement of 98 ohms. Painless shock testing produced a shock impedance of 140 ohms. The ICD would be programmed to a shock impedance limit of 200 ohms. Additional information was received mentioning that the ICD has been recording a decrease in battery life. A battery analysis was completed, and it was determined that a premature battery depletion behavior was actually occurring. A replacement interval was calculated for this ICD. No additional adverse patient effects were reported. At this time the system was revised, the implantable cardioverter defibrillator was explanted at a surgical intervention and has been returned for analysis. The right ventricular lead remains in service. No additional adverse patient effects were reported.